Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. MFR site eval: eval on-going.

Event description:
Country of complaint: (B)(6). S4 fri surgery; clamping sheath came off intra-operatively. Percutaneous method nearly impossible. Surgery delay of approx 40 mins.